Event description:
A site representative reported that during surgery the navigation system camera was not working. The camera had a red 'x' next to the camera icon and was not connected in the camera "tracking view". No lights were lit on the camera. Re-seating the external camera cable, power cycling the navigation system, and the system control unit (scu) did not resolve the issue. The surgeon adjusted the power cable camera and the lights turned on. The surgeon completed the procedure with the use of the navigation system after a 20 minute delay. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. RMA issued and a replacement device was shipped to the site on (B)(4) 2014. Medtronic investigation of returned suspect device finds that when connected to a known good system the system control unit (scu) powered up and performed as expected with no issues. The scu was found to be fully functional. A medtronic representative replaced the system control unit (scu) and upgraded the software. The medtronic representative reported that the camera was tested and worked as expected.

Manufacturer narrative:
Patient information now provided.